Event description:
A malfunction was reported on the pump by the customer. There was no reported impact to the customer's blood glucose level. Technical support arranged to replace the pump and advised the customer on using a backup therapy to ensure insulin delivery continued uninterrupted. Additional instructions were provided on handling the replacement pump and returning the malfunctioning pump.